Manufacturer narrative:
Product event summary: at analysis, it was noted that the "off" switch of the main keypad internally was intermittently working, 1 control knob and 1 knob spring were missing and 1 control knob was broken from the inside as was the ring cover. It was noted that the main keypad, a control knob, control spring and ring cover needed to be replaced however the device was returned to the customer unrepaired as they did not agree to the repairs. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was not working. It was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.